Event description:
The customer reported the vertical lift failed to operate. No report of pt or staff injury.

Manufacturer narrative:
Ge service representative performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.